Manufacturer narrative:
The customer stated that the issue is isolated to the driver assembly, and likely an overheating condition. The amplitude was found to be low on the performance check. Carefusion technical support suggested that the cooling gas regulator be replaced with the driver assembly. The driver was replaced and the mean pressure and delta pressure was in specification. At this time the driver is not available for evaluation. In the event the driver becomes available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). At this time, the customer has stated that the device or suspect components are not available to be returned so no failure analysis can be performed. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this machine starts working normally, but after 15-20 minutes in operation the main switch turns off automatically. There was no patient involvement at the time of the incident. The customer replaced the main power switch and was able to resolve the issue.